Event description:
It was initially reported that the catheter was replaced. It was later reported that the patient did not experience therapy related issues. No troubleshooting was performed. The catheter and pump were replaced due to infection at the pump site. The pump connector came apart. The intrathecal portion of the old catheter remained in place; new portion of 8709sc was connected to it. The drug in the pump was morphine.

Manufacturer narrative:
Catheter: model 8709sc serial# (B)(4), implanted: (B)(6) 2011 explanted: unk. Model 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only sc assembly with the proximal segment of the catheter (serial # (B)(4)) was returned for analysis. Catheter passed all testing and did not appear to have any significant anomaly. It was observed that the sc catheter attached to pump with its silicone boot was pulled behind the titanium housing; it was assumed that catheter was not in this condition while implanted but much more likely silicone boot was pulled behind titanium housing during handling at explant.